Event description:
The ge oec 9800 fluoroscopy system displayed low ma/low kv error messages. Also displayed filament regulator errors.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the high voltage generator and snubber pcb. Additionally, the filament driver pcb also was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.